Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the clinic, the patient experienced cholesteatoma in middle ear (not device related). The device was explanted on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with another device.